Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced six events on (B)(6) 2025 where the infusion set tubing was kinked. The infusion set was in use for 1-3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.